Event description:
The rollator allegedly collapsed, causing the front stem area to collapse in a 90 degree angle back towards her. No injury is alleged.

Manufacturer narrative:
No alleged serious injury. Alleged malfunction. Allegedly, the consumer was using the rollator when it collapsed, causing the front stem area to collapse in a 90 degree angle back towards the consumer. The consumer's age, height and weight are unknown. The consumer's medical condition and stability are unknown. The consumer's medication regimen is unknown. Any additional loading to the device is unknown. The environmental conditions for the flooring, carpeting or tiling are unknown. The consumer's position standing or sitting is unknown. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting; being pushed or self propelling while seated is not its intended use.